Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pt reported that they moved their arm and immediately noted that their primary IV tubing had separated about 3 inches above the connection to their IV site, (the primary line was severed) pt had carboplatin on a secondary line that was infusing through the primary line they called for the nurse, and I was a few steps from his chair the chemotherapy was stopped, and the IV line was clamped, patients IV line was clamped then both pieces of the intravenous tubing was placed in a chemo bag IV site was not compromised estimate about 3-5 cc of carboplatin chemotherapy on the floor adjacent to the IV pole." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One sample and one photograph were returned by the facility for evaluation. The sample and the photograph were visually evaluated, and it was noted that the tubing was detached from the most proximal y-site caresite valve female luer. It was also noted there were signs of solvent located on detached tubing. Based on the evaluation the reported defect is confirmed. A visual evaluation was performed on the physical samples provided and it was noted the reported defect of leakage was not found. However, the photograph provided showed detachment of tubing from most distal valve found on set which could cause leakage. The most probable root cause for detachment of tubing could be found during the assembly process of insufficient solvent application. As a result of this occurrence, a formal awareness training session was conducted with all applicable personnel involved in the assembly and inspection of this product. The purpose of this training was to review the reported incident and to ensure all personnel understand and comply with the established assembly and inspection processes. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.